Event description:
Sales rep stated, I was informed recently of an instrument failure in one of my accounts. The jaws of a laparoscopic slidelock grasper broke while in use during a case.  I have not seen the instrument as it is in the hospital's risk management department. Additional information received 29apr2015: the customer reported, the device broke during use in the operating room. The jaw broke and fell off into patient. No patient injury. The broken piece entered the patient's body and was verified by x-ray and retrieved. The procedure was a lap appy which was completed as planned. Additional information received 29apr2015: the customer reported, a doctor was using the instrument for a lap appy procedure when the jaws broke off. He was able to retrieve the jaw from inside the patient using another instrument. Additional information received 27apr2015: ufmw (B)(4): a nurse reported that during a patient's laparoscopic appendectomy, the end of the surgical instrument broke off inside the patient. The surgeon was able to remove the piece of the instrument that was broken. An x-ray was performed to ensure that there were no other pieces remaining inside the patient. The date of the event: (B)(6) 2015, female patient.

Manufacturer narrative:
(B)(4). Visual examination revealed that the device has been modified by a third party as evidenced by a replacement handle screw which does not match the supplier specifications. Also, the surface of the handle has been modified. In doing so, a third party appears to have taken steps to prevent the catalog number from being removed but did not take steps to prevent the lot code from being removed. Therefore, the lot code on the returned device is not legible. Examination under magnification revealed that one jaw had been twisted off at the proximal end of the jaw. All pieces were returned and accounted for. The number of time the reusable device has been reprocessed is not available. The exact root cause of this failure mode cannot be determined. There was a project to modify the jaw design, however, this device was manufactured prior to the implementation.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.